Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increasing threshold measurements. It was reported that the patient experienced muscle stimulation at high outputs. It was suspected the lead dislodged and a chest x-ray was scheduled. The physician was also considering a lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lv lead was programmed off. The local area sales representative was contacted for additional information. No further information was available. Records indicate this lead remains in service. Should additional information become available this report will be updated.